Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A surgeon reported that five years after implantation, an intraocular lens (iol) had excessive yellowing with mild glistening. The patient had a vision decline as well. Additional information was requested.